Event description:
It was reported that during a hip procedure using a super turbovac 90 icw wand, the tip of the wand detached while inside the surgical site. The site was flushed and x-rayed to ensure that no debris was left in the site. The procedure was completed without further delay using a backup wand. There were no significant delays or patient complications reported as a result of this event.